Manufacturer narrative:
Based on the results of the investigation, it was confirmed white foreign material was in the device, but the type of material could not be identified. The root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the scope exhibited foreign material in the air/water channel, air/water tube and the jet channel was clogged. There were no reports of patient involvement.